Event description:
During follow-up, the patient experienced dyspnea and fatigue. It was reported that sensing noise and inappropriate automatic mode switch were observed on the right atrial (ra) lead. The patient was stable and will continue to be monitored. There were no adverse consequences.